Event description:
Additional information received further clarified that a capsular rupture was experienced in the right eye during phaco which occurred during use of viscoelastic product to distend the capsular bag and polish the capsule after nuclear and cortex removal. A posterior capsule intraocular lens was placed in the sulcus.

Manufacturer narrative:
Additional information is provided in sections a.1, a.2, b.3, b.5, b.6, d.4 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample was returned to manufacturing for evaluation. No additional complaints have been received for this lot code with this complaint type. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. Retains were not examined at the manufacturing facility. Additional investigation was performed by the cannula component manufacturer. Per the cannula component manufacturer, the product was not returned for analysis. Product history records reviewed for the associated cannula lots: 100174c, 100175c, 100167c, and 100176c , met specifications. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for the associated cannula lots: 100174c, 100175c, 100167c, and 100176c. Investigation has been completed based on current information. No further action is warranted at this time. Based on our trend analysis, there are no adverse trends identified for this complaint and based on these findings the residual risk remains at an acceptable level. Root cause cannot be determined based on current available data. No action is warranted. The manufacturer internal reference number is: 2019-79762

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that the cannula on a viscoelastic device used during cataract surgery had a burr on the end. The patient experienced a capsular rupture. Additional information has been requested.